Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full), salpingectomy(bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: she received treatment for pelvic / abdominal, dysmenorrhea (cramping) and menorrhagia (heavy menstrual bleeding). Discrepancy noted in essure insertion date: (B)(6) 2013 and (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 06-sep-2019: pfs received: product indication updated. Explant date added. Events added: abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding) and psych injury. Event outcome updated for: physical pain/pelvic pain. Lab data updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in an adult female patient who had essure (batch no. 959210) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adenomyosis and intramural leiomyoma of uterus. Concomitant products included ibuprofen from (B)(6)2012 to (B)(6)2017 and norethisterone acetate (norlutate). On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), psychological trauma ("psych injury") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (hysterectomy (full),salpingectomy(bilateral)). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the psychological trauma, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal, dysmennorhea (cramping) and menorrhagia (heavy menstrual bleeding). Discrepancy noted in essure insertion date: (B)(6)2013 and (B)(6)2012. Number of expanded coli¿s that appeared trailing into the uterine cavity was 6. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: result: total bilateral occlusion. Pathology test - on (B)(6)2016: final diagnosis: result: a) uterus, cervix, right and left fallopian tubes, total laparoscopic hysterectomy with bilateral salpingectomy: 1. Cervix, chronic cystic cervicitis. 2. Endometrium: scattered foci of inactive endometrium consistent with history of endometrial ablation. 3. Myometrium: ademmyosis; single benign in1ramuralleiomyoma . 4. Uterine serosa: clear. 5. Right fallopian tube: no abnormalities. 6. Left fallopian tube no abnormalities. 7. Uterine weight : 150 grams. 8. Negative for malignancy. Ultrasound uterus - on (B)(6)2016: impression: 1. Myomatous uterus with a small fluid collection in the lower uterus and the anterior myometrium consistent with adenomyosis and/or cervical stenosis. 2. Right ovary is not identified. 3. Left ovary is normal in appearance. Lot number: 959210 manufacturing date: 2012/03 expiration date: 2015/03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2019: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in an adult female patient who had essure (batch no. 959210) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adenomyosis and intramural leiomyoma of uterus. Concomitant products included ibuprofen from (B)(6) 2012 to (B)(6) 2017 and norethisterone acetate (norlutate). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea cramping"), menorrhagia ("menorrhagia heavy menstrual bleeding"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), psychological trauma ("psych injury") and vaginal haemorrhage ("abnormal bleeding vaginal"). The patient was treated with surgery (hysterectomy (full),salpingectomy(bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia and vaginal haemorrhage had resolved and the psychological trauma, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal, dysmennorhea (cramping) and menorrhagia (heavy menstrual bleeding). Discrepancy noted in essure insertion date: (B)(6) 2013 and (B)(6) 2012. Number of expanded coli¿s that appeared trailing into the uterine cavity was 6. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2012: result: total bilateral occlusion. Pathology test on (B)(6)2016: final diagnosis: result: a) uterus, cervix, right and left fallopian tubes, total laparoscopic hysterectomy with bilateral salpingectomy: 1. Cervix, chronic cystic cervicitis. 2. Endometrium: scattered foci of inactive endometrium consistent with history of endometrial ablation. 3. Myometrium: ademmyosis; single benign in1ramuralleiomyoma . 4. Uterine serosa: clear. 5. Right fallopian tube: no abnormalities. 6. Left fallopian tube no abnormalities. 7. Uterine weight : 150 grams. 8. Negative for malignancy. Ultrasound uterus on (B)(6) 2016: impression: 1. Myomatous uterus with a small fluid collection in the lower uterus and the anterior myometrium consistent with adenomyosis and/or cervical stenosis. 2. Right ovary is not identified. 3. Left ovary is normal in appearance. Lot number: 959210 ,manufacturing date: 2012/03, & expiration date: 2015/03 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Reporter's information added. Event outcome were updated to recovered: abnormal bleeding. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in an adult female patient who had essure (batch no. 959210) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included adenomyosis and intramural leiomyoma of uterus. Concomitant products included ibuprofen from (B)(6) 2012 to (B)(6) 2017 and norethisterone acetate (norlutate). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), psychological trauma ("psych injury") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (hysterectomy (full),salpingectomy(bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia had resolved and the psychological trauma, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal, dysmennorhea (cramping) and menorrhagia (heavy menstrual bleeding). Discrepancy noted in essure insertion date: (B)(6) 2013 and (B)(6) 2012. Number of expanded coli¿s that appeared trailing into the uterine cavity was 6. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: result: total bilateral occlusion. Pathology test - on (B)(6) 2016: final diagnosis: result: a) uterus, cervix, right and left fallopian tubes, total laparoscopic hysterectomy with bilateral salpingectomy: 1. Cervix, chronic cystic cervicitis. 2. Endometrium: scattered foci of inactive endometrium consistent with history of endometrial ablation. 3. Myometrium: ademmyosis; single benign in1ramuralleiomyoma . 4. Uterine serosa: clear. 5. Right fallopian tube: no abnormalities. 6. Left fallopian tube no abnormalities. 7. Uterine weight : 150 grams. 8. Negative for malignancy. Ultrasound uterus - on 16-sep-2016: impression: 1. Myomatous uterus with a small fluid collection in the lower uterus and the anterior myometrium. Consistent with adenomyosis and/or cervical stenosis. 2. Right ovary is not identified. 3. Left ovary is normal in appearance. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: plaintiff fact sheet and mr received: lot no. Was added. New events - abnormal bleeding (vaginal), psychological or psychiatric problems condition: depression and mental anguish were added. Reporter's information, patient demography, medical history, concomitant drugs, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.